Event description:
It was reported that on (B)(4) 2011 the patient awoke with a blood glucose reading of 400 mg/dl. At that time, he experienced the symptoms of nausea, shortness of breath and stomach pain. The patient changed the infusion set and corrected his blood glucose level with three units insulin via the pump. Upon reviewing the infusion set it was discovered the cannula was bent, which can cause under-infusion of insulin. The patient refused to seek any medical attention or treatment. Troubleshooting revealed the pump programming, basal setting and date/time were correct. It was not possible to fully troubleshoot the pump, as the patient refused. The patient's technique was incorrect in that the infusion set cannula was bent. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.